Event description:
It was reported that the patient presented for an initial implant procedure, loss of capture was noted. The lead was not used, and a new lead was implanted successfully. No patient consequences were reported.

Manufacturer narrative:
Analysis was normal. No anomalies found.